Event description:
Caller reported alarm 2 and experienced intermittent, recurring occlusion issues, but there was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by clearing and resuming insulin and if the alarm recurred they would change pump supplies.